Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use during drain 4 of 5. The home patient (hp) stated that she had disconnected during dwell and when she reconnected the hc alarmed. The baxter technical representative (tsr) had the hp cycle power twice to get se 2367 and clear the alarms. The tsr advised hp will need to setup with new supplies or do manual therapy. The there was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error patient disconnected from the set. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.